Manufacturer narrative:
The balloon catheter and guidewire were returned for evaluation. The balloon was tested for inflation/deflation and performed as intended.

Event description:
It was reported the balloon was used to assist in an aneurysm coiling treatment procedure. During first inflation, the balloon worked as intended. During second inflation, the balloon started to deflate near the proximal marker and the same occurred with the third and fourth inflation. Due to the balloon not maintained inflating while deploying coils, one of the coil loop was observed protruding into the parent artery. No pt injury reported.